Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, and inspection found there were no abnormalities that may have caused the event, the root cause cannot be identified. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope needed to be sent in for servicing. The subject device had a culture test indicating that the device tested positive for less than 10 colony forming units (cfus) of species pseudomonas but then had a clear culture test. The device also tested positive for less than 10 cfus of escherichia coli. The distal tip rubber also appeared to be degraded. The device had a biofilm clean. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the customer¿s allegation of a positive culture.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of degraded distal tip rubber was confirmed. The adhesive on the distal sheath was found to have a scratch. Additionally, the device evaluation found worn adhesive around the light guide and objective lenses and an out of specification angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.